Event description:
Medtronic rep called in to report that the camera went to black status and she has the site power cycle the tool interface enclosure tie to restore communication, and then the touchscreen, integrated operating room ior rack, and mouse froze. She had the site reboot everything and it came up properly.

Manufacturer narrative:
Software investigation still in progress.